Manufacturer narrative:
The insulin pump passed displacement test, unexpected restart error test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Caller states that there was a medium sized bubbles. Customer's blood glucose value was 49 mg/dl at the time of the incident. Current blood glucose was 269 mg/dl. The drive support cap was protruded. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. Customer will be returned device for analysis.